Event description:
The y informed us that at the end of chemiotherapy (taxolo) they noted swelling and reddening. Suspecting extravasation they infusing distilled water then removed the catheter allegedly finding a rupture at 5 cm.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyb1652 showed no other similar product complaint(s) from these lot numbers.